Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories showed only typical usage alarms. A review of the pump histories indicated that the last basal delivery was on (B)(6) 2014 and the last bolus delivery was on (B)(6) 2014. A review of the black box showed a loss of prime occurred on (B)(6) 2014 at 14:04; the pump was primed at 14:18; then a manual time change was made from 14:29 to 11:29. A review of the alarm history indicated that on (B)(6) 2012 at 12:26, a replace cartridge alarm occurred; the pump was primed at 12:53. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that she had experienced elevated blood glucose (bg) over 300mg/dl with nausea and that the pump had an inaccurate delivery issue. The patient reportedly remained on the pump. No additional details were provided. Customer technical support has made attempts to follow up with the patient for additional details and troubleshooting, without success. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump was not delivering as expected.